Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose of over 425mg/dl with rapid deep breathing, vomiting and large ketones. The patient was taken to the hospital and treated with IV fluids. Customer support (cs) completed troubleshooting and it was revealed that the basal history does not match the active basal program. This report is being made due to bg excursion the patient experienced due to an history settings issue.